Event description:
An infusion pump with a depleted battery alarm. The event was reported to have occurred during biomed testing. No record of any pt incident involving the pump. And no pt injury had been reported.